Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date on (B)(6) 2022. G1: manufacturing facility: this device was manufactured at one of the two following manufacturing sites: baxter healthcare, cleveland 911 highway 61 north po box 1058 cleveland ms 38732 united states or baxter healthcare, cuernavaca ave. De los 50 metros no. 2 cuernavaca 62578 mexico. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. According to the reporter, they "wondered if it was related" to the minicap; however, this was not confirmed; therefore, the cause will remain unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.